Event description:
It was reported that the patient received a high voltage therapy that successfully terminated fascicular ventricular tachycardia (fvt). The physician suspected the prior anti-tachycardia pacing (atp) may have escalated to the fvt arrhythmia. The patient¿s condition was stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).